Event description:
While nurse was priming the IV tubing with ns [normal saline], she/he noticed sediment in tubing. Nurse; "safety concern. This almost went through a central line." The original packaging was not saved. Lot number is not known of the tubing that contained debris.